Event description:
A trilogy 100 ventilator device was returned to the third-party service center for service. There was no allegation of patient harm. The device was not reported to be in patient use.during the evaluation, a failure of the pressure verification: setpoint 40: proximal: difference test step was discovered during diagnostic testing and a vent service required error code e384 (evt_press_sensor_mismatch) was identified in the error log. No documentation of a replaced component to address the issues. The flow sensor was returned to the product investigation lab (pil) for additional testing. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.